Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing as not communicating on health sight viewer (hsv) and the remote smart service (rss) was offline. A field service engineer disabled the windows firewall, and servers were pinged to verify connectivity. Network speed and duplex settings were adjusted. Attempts to remotely log in to the to the station via rss and push a windows update were unsuccessful. The customer confirmed that hsv had begun communicating with the station. The sync status was checked, and improved data updates between the station and the server were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es was showing as not communicating on health sight viewer (hsv) and the remote smart service (rss) was offline. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in patient care while removing medications. However, there were no adverse events or injuries reported based on this event.